Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The lead was returned with the helix fully retracted and tissue visible on it. The helix extends/retracts within specification.

Event description:
It was reported that during the implant procedure, the lead helix was not able to be extended. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.